Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose reached 318 mg/dl while wearing the pod longer than 48 hours. The needle mechanism did not fully retract as intended during activation.

Manufacturer narrative:
The formed needle was found to be visible in the exposed portion of the soft cannula. The formed needle was not seated properly within the slide retract which caused a failure of the needle mechanism to retract the formed needle. Damage was found to the slide retract which indicates that the hard cannula was incorrectly installed. Blood was observed on the device. The failure of the formed needle to retract can be confirmed as the cause of bleeding. The formed needle and bottom housing were inspected for any other damages or defects that could cause bleeding and none were found.